Event description:
Our customer reported to our technician that the cot legs would not lock. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Unit was evaluated by the customer. Manufacturer's investigation is still ongoing, if additional information is received, a follow-up report may be submitted.